Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide¿ insulin syringe had a breach in the sterile barrier. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer retuned (1) bd 1/2cc, 8mm, 30g safetyglide insulin syringe in an open blister pack from lot # 8019988. The returned syringe was examined and exhibited the same issue as described in the investigation below. The investigation below remains valid. Customer returned a photo of a 1/2cc bd safetyglide syringe in an open blister pack. Customer states that the package is broken. The attached photo was examined and exhibited an open blister pack. A review of the device history record was completed for batch# 8019988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes include: it is possible during the sealing and cutting process, that if the machine is stopped and is run in ¿jog¿ mode, the top and bottom web will not seal properly. The vacuum in the autopack robot arm creates enough suction that it pulls air through the paper top web and pulls the syringe and plastic bottom web enough to allow the blister package to be packed into the cases without the syringes falling out. One machine cycle jogged through the machine would create 30 open packages with no heat applied and would be packed into 6 different cases. Each case could have up to 5 open blister packages in them. It¿s possible that some of the packages did not make it into the cases because the syringes fell out of the packages at the machine during the process of the robot arm putting them into the cases. It is likely that the web broke while the machine was running which required the operator to put the machine into jog mode to get the web back into the correct sequence in the machine. When this occurs there are syringes already in the pockets before the seal plate. The operator must also feed the web back through the machine after the web break. This could have caused the packages to have open seals along the long edge as the web was realigned in the machine. The web aligner eyes adjust the web to prevent it from getting too far out of alignment however after a web break the first few cycles may be far enough off to allow open seals. In this scenario, 2 open packages would be created each time the machine cycles. Discussing the situation with the operator, the machine would correct itself in approximately 10-15 cycles.

Event description:
It was reported that bd safetyglide¿ insulin syringe had a breach in the sterile barrier. No serious injury or medical intervention was reported.